Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra 2 meter was showing an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The patient stated the meter issue began on (B)(6) 2017, at 12.15 pm. The patient reported that she manages his diabetes using metformin, and that she did not make any changes to her normal diabetic regimen. The patient reported that 10 mins after the meter issue began she developed symptoms of ¿sweaty and pale¿, she denied requiring or receiving any treatment. At the time of troubleshooting, the csr noted that it was not the first time the product was being used. The csr noted that the patient was not using the correct test strips for the ultra 2 meter. The csr educated the patient regarding the issue and the alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that may have meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.